Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to customer's blood glucose as result of the control iq issue. Customer declined to perform troubleshooting with tandem technical support. Reportedly, customer continued to use pump for insulin therapy.